Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient programmer was showing eri. The eri was cleared and the left side was at 2.57v. Last week, the patient felt like she was running out of steam, like her ins does not feel like its working. The patient's speech was quiet and hard to understand. The patient had 3 bad falls last week. Her toes were cramping and she walked on her toes, which she said was her dystonia dyskinesia symptom. She called her physician but had not heard a response back. No further complications were reported/anticipated.